Manufacturer narrative:
Method: device history review and device inspection. Results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The handle was confirmed to have a fractured tip of its' inner shaft upon visual inspection of the returned device. Conclusion: the plausible root cause of the reported event is user related. Specifically, applying excessive torque to the t-handle.

Event description:
It was reported that the surgeon was using an 18mm disc shaver during a far lateral lumbar fusion procedure to open up the disc space. The disc space was collapsed and the surgeon was using the instrument to relax the space to create enough room for an 8mm x 22mm lordotic trial. The disc shaver was attached to a t-handle and upon rotating the t handle while the shaver was in the disc space to lessen it up, pieces of the t handle sheared off where connected to the shaver stem. Four pieces were recovered, 2 from the operating field and 2 from the operating room floor. The surgeon was able to remove the shaver from the disc space, the affected t handle was removed and placed on the instrument table but not used again. A different t handle was used for trialing and the procedure was completed without complication.

Event description:
It was reported that the surgeon was using an 18mm disc shaver during a far lateral lumbar fusion procedure to open up the disc space. The disc space was collapsed and the surgeon was using the instrument to relax the space to create enough room for an 8mm x 22mm lordotic trial. The disc shaver was attached to a t-handle and upon rotating the t handle while the shaver was in the disc space to lessen it up, pieces of the t handle sheared off where connected to the shaver stem. Four pieces were recovered, 2 from the operating field and 2 from the operating room floor. The surgeon was able to remove the shaver from the disc space, the affected t handle was removed and placed on the instrument table but not used again. A different t handle was used for trialing and the procedure was completed without complication.